Event description:
During follow up, noise was observed on the right ventricular lead. No intervention has been performed, the lead remains implanted and will continue to be monitored. The patient was stable.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event.